Event description:
It was reported that difficulty removal occurred. The 85% stenosed target lesion was located in the moderately to severely tortuous and moderately calcified coronary artery. A 3.00 x 28mm synergy xd drug-eluting stent (des) was selected for treatment. During the procedure, the stent balloon was inflated to nominal pressure; however, difficulty was encountered during retrieval. The balloon was fully deflated multiple times for 15 seconds and returned to neutral. The physician waited a little bit before attempting to remove the device again. Ultimately, the device was successfully removed in one piece. The procedure was completed and no patient complications reported.